Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas confirmed driveline (dl) wire damage that could have contributed to the reported short-to shield. The heartmate ii lvas was returned assembled with the driveline (dl) cut approximately 2.5" from the pump housing; approximately 11.5¿ of the internal portion of the dl was also returned, and approximately 24¿ of the external portion of the dl was returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned connected to the pumps outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the heartmate ii lvas also revealed no evidence of developed depositions or developed thrombus formations. Electrical continuity testing of the dl did not reveal any discontinuities or shorts. However, the examination of the dl (11.5") revealed a breach to the insulation of the red and brown wire found approximately 5¿ from the proximal end of the dl segment confirmed through hipot testing. The observed wire damage appeared to be the result of wear and tear due to repetitive flexing. If the exposed conductors of the red or brown wires contacted the braided shield while operating on the power module/mpu, the resulting short to ground would have resulted in a pump stop. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had an hmii to hmii pump exchange on (B)(6)2019 secondary to a driveline short-to-shield.